Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the line of a clear link solution set. This was noted during patient use. The clear link set was hooked up to a sigma spectrum pump to deliver a combined mixture of magnesium sulfate, potassium and normal saline were being infused (non-baxter). The reporter stated that the bubbles could be seen inside the tubing above the pump. There was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.